Manufacturer narrative:
The patient information and initial reporter were not provided due to (B)(6) privacy regulations. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that when the main switch of this ht70 ve ntilator was turned on, the unit's screen did not respond at all even though it was pressed several times. The unit's pump was noted to have a leak and the positive end-expiratory pressure (peep) was unstable. Additionally, the inlet filter was damaged. The device was available for evaluation. The service personnel (sp) inspected the ventilator and control board was replaced due to a power failure. The coin battery is included in the ht70 plus control gear. The pump and manifold assembly was replaced due to a system leak of 1.5 l, and on/off valve was replaced because peep was lower than the set pressure. Sp also replaced inlet filter assembly due to damage. The ventilator has passed all tests, calibration and the product was in working condition. One ht70 control pcba was received for failure analysis. The device was unable to power on but the external power led was illuminated. Visual inspection of the pcba revealed capacitor c92 had shorted/cracked. There is an existing internal investigation to address this issue. The cause of the event was isolated to shorted/cracked capacitor c92 in control pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the main switch of this ht70 ventilator was turned on, the unit's screen did not respond at all even though it was pressed several times. The unit's pump was noted to have a leak and the positive end-expiratory pressure (peep) was unstable. Additionally, the inlet filter was damaged. The ventilator was not in use on a patient at the time of the reported event.